Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed that malfunction did not recur after reset, advised customer that pump use could continue, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.